Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that the patient experienced a hypoglycemic event with a reported lowest blood glucose value of 47 mg/dl following reconnection of the ilet after a prolonged period without continuous glucose monitoring data due to a dexcom g7 sensor failure and delayed sensor replacement. Upon reconnection, the ilet delivered correction insulin in response to a blood glucose value of 212 mg/dl, after which the patient¿s blood glucose decreased to 47 mg/dl. Symptoms included hypoglycemia. Outcomes included self-treatment with candy, with blood glucose increasing to 95 mg/dl shortly thereafter and remaining in range. Investigation included communication with the patient and review of the information provided. Investigation of this case revealed no ilet device malfunction or component failure and identified a therapy transition scenario following interruption of cgm input. It was concluded that no specific ilet device problem was identified in relation to the hypoglycemic event. If additional information becomes available, a supplemental MDR will be submitted.